Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. During preparation of a 3.50x32mm synergy drug-eluting stent, it was noted that the proximal part of the stent was found to be lifted. A non-bsc device was used to complete the procedure. No patient complications were reported.